Event description:
Reporter stated that the customer was given 16 units of humalog 75/25 insulin and a banana, potatoes, and string beans to eat. Reporter alleged that 1 hour later, the customer began experiencing hypoglycemic symptoms and she could not obtain a result of the compact system due to error messages. She reported that she treated the customer by rubbing sugar and jelly in her mouth. No other actions or treatment were reported. A request was made for the return of the suspect device and replacement product was sent.